Manufacturer narrative:
Importer informed us about event on 12/08/2015. Device history record was checked. Device conformed to specs at time of release. The lewin bone hold clamp 7 is a comparatively small bone holding clamp and therefore not appropriate for grasping femoral head. Customer has been alerted.

Event description:
As per MFR (importer) report# (B)(4). Forceps broke while dr. (B)(6) was graspig femoral head. No patient injury per customer. There was only a possible delay in procedure. Customer reports one of the prongs broke off. Routine x-ray taken after procedure and no parts left in patient.